Event description:
"S/p b submusc infra gels unknown size/type/MFR - no records in 1988 for augmentation. Pt reports decreased size approx 1-2 yrs post-op no h/o trauma. No change in shape or texture. Has occ shooting pains. Main concern in recent onset systemic sx's progressive which include: arthralgias, spasms, fatigue, sleep disturb, sore throats, ha's, visual changes, dizziness, memory loss, hair loss, sens sun, sob, gu changes, and infertility. Pt is otherwise healthy."